Event description:
It was reported that the device provided ineffective defibrillation therapy when the patient experienced ventricular tachycardia (vt). The vt self-terminated. The device was explanted and replaced to resolve the event. The patient was in stable condition. A malfunction was not alleged against the device.